Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation it was found that the buttons required excessive force to activate a response. It was observed that the contrast button was inverted. The up arrow, down arrow and ok key contacts were inverted and do not always spring back. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during eval a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
It was reported that the down arrow button does not respond with every button press. It was also reported that the keypad is not peeling and the pt does not expose the pump to water.